Event description:
It was reported the patient received the following results within 15 minutes: 506 mg/dl with the user's instant meter and 184 mg/dl, measured with a professional meter. A further comparative measurement was performed the same day within three minutes resulting in 467 mg/dl with the patient's meter and 184 mg/dl with the lab.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.